Manufacturer narrative:
Additional information was received that the reason for the revision was that the patient was having a lot of abdominal pain. The patient had gastric pain issues before the device was implanted. However, the patient will not undergo a revision procedure.

Event description:
A report was received that the patient was experiencing his worst pain in the lower extremities. The patient was given oral tramadol medication for pain relief. The patient will undergo a lead revision.

Event description:
A report was received that the patient will undergo a revision due to unknown reasons.

Event description:
A report was received that the patient was experiencing his worst pain in the lower extremities. The patient was given oral tramadol medication for pain relief. The patient will undergo a lead revision.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm.